Manufacturer narrative:
The device was returned for analysis to boston scientific. Per visual inspection all measurements passed the verification. No abnormal resistance was felt while inserting catheter through the sheath. Flow test showed that device was tested with a metriq pump at multiple flowrates of 30 ml/min and 2ml/min to simulate field interaction with product and no issues were observed as well as no error messages on the metriq. Per functional test the catheter was placed in the distal tip, middle and valve housing regions of the sheath shaft while flow was active. The irrigation passed without any emerging issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a polarsheath was used in a cryoablation procedure. Flushing was attempted with the polarx balloon inserted in the polarsheath, but it was difficult. The syringe could not be pressed or pulled. After the case, the balloon was removed from the sheath, then only the sheath was flushed without issue. Thrombus was checked, but there was none. No patient complications were reported.

Event description:
It was reported that a polarsheath was used in a cryoablation procedure. Flushing was attempted with the polarx balloon inserted in the polarsheath, but it was difficult. The syringe could not be pressed or pulled. After the case, the balloon was removed from the sheath, then only the sheath was flushed without issue. Thrombus was checked, but there was none. No patient complications were reported.